Event description:
Cot will no longer fit into the cot lock system; this due to the fact that the foot end slide tube weldment is bent. Cot was being used at the time. There was pt involvement; however, no adverse consequences have been reported.